Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tka in (B)(6) 2022. The patient complains of significant pain, stiffness, and swelling of the knee. The patient's surgeon feels the patient may have an allergy to the implant metal. No other patient information/medical history reported.